Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a conclusive cause for the reported gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The mitraclip had grasped the leaflet and was ready to be deployed. The gripper line removability test was performed without resistance when the gripper line separated. The rest of the deployment sequence was completed and then the gripper line was removed by pulling on the other available line. There was no line left in the patient. The procedure was completed with mr grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.